Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, hemorrhage and patient outcome of death are known risks associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. This is the 2nd of 2 reports (see MFR report # 0002134265-2016-00035).

Event description:
It was reported that during percutaneous transluminal angioplasty procedure (pta) at 9 atm for 30 seconds for a left mca stenosis (91.6% occlusion and lesion length of 4.6mm) with a pta balloon catheter, dissection occurred at the lesion location. Medical intervention was performed by placement of a stent system (subject device). Hyperperfusion was observed immediately after angiography. Five hours and a half post- procedure the patient developed putaminal hemorrhage and expired. No medical treatment was performed.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that during percutaneous transluminal angioplasty procedure (pta) at 9 atm for 30 seconds for a left mca stenosis (91.6% occlusion and lesion length of 4.6mm) with a pta balloon catheter, dissection occurred at the lesion location. Medical intervention was performed by placement of a stent system (subject device). Hyperperfusion was observed immediately after angiography. Five hours and a half post- procedure, the patient developed putaminal hemorrhage and expired. No medical treatment was performed.